Event description:
It was reported that during revision of another lead, the right ventricular (rv) lead insulation was damaged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer insulation had a cosmetic depression and there was apparent explant damage.